Event description:
Complainant alleged that during use on a cardiac arrest patient, the autopulse® platform powered off after displaying an error message. The specific message that the device displayed is unknown. The crew reverted to manual CPR (exact length of time not provided). The customer attempted to use other batteries, however, the issue would not resolve and now the platform is displaying an "out of service" message. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. Visual inspection was performed and found that the front enclosure was damaged. From the condition of the platform, the damage appears to have been caused by normal wear and tear. Functional testing was performed and the reported complaint was confirmed; the platform displayed a constant "system error-out of service, revert to manual CPR" fault. No further functional testing could be performed as a result of the constant fault. Further inspection of the platform identified the cause to be the processor pca assembly that was not functioning properly. A review of the archive was performed and there were no reported user advisory faults on the reported event date of (B)(6) 2014. Based on the investigation, the parts identified for replacement were pca assembly and front enclosure. In summary, the reported complaint was confirmed. The platform displayed a constant "system error-out of service, revert to manual CPR" fault during functional evaluation. Device evaluation confirmed that the pca assembly not functioning properly was causing the fault. The pca assembly was replaced to remedy the complaint. Following service, the platform passed all testing criteria.